Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead the patient experienced a drop in blood pressure and cardiac tamponade from perforation. Drainage was performed and the lead was implanted successfully. It was further reported that one day post implant the patients heart rate decreased when their posture changed and lead dislodgement was confirmed by x-ray. The implantable pulse generator (ipg) also exhibited migration. The pacing lead was repositioned and remains in use and the ipg remains in use. No further patient complications have been reported as a result of this event.